Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Our device records indicate the patient has expired. Cause of death was requested from the physician of record. That physician indicated he was not following the patient at the time of death. We have no other health care provider identified with this patient. There is no indication that the patient's death is device related.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary lar166104v outer insulation separation; proximal segment returned for analysis.